Manufacturer narrative:
Device used for treatment and not diagnosis. This screw is whole and intact. Its general configuration, hex drive, fluted, and cortical thread would suggest that this is of the 214.814 family of screws. If so, its length of 64.43 would make this a 214.864. The drive has been lightly to moderately damaged with driver indentations in the hex walls. The top of the head has light marks, consistent with use. The band and bottom of the head have circular marks with slight galling and material imbedded in the surface. The neck, transition has some biomaterial located there. The first and second thread has been compressed, flattened. Thereafter, the threads have been lightly compressed to a lesser degree for the remainder of the shaft except for the last 4-5 threads. The minor diameter, length and head have been measured and meets specification. The flutes and tip are in good condition.

Event description:
In (B)(6) 2012 the patient underwent surgery for a distal left femur fracture. In (B)(6) 2013 the patient heard a snap and followed up with surgeon because she felt something was wrong. An x-ray revealed a broken plate. It was noted the plate broke in the middle of the third hole of the shaft. On (B)(6) 2013 a plate and approximately 11 screws where removed and the patient was revised to the same type of plate and screws without any reported issues. It was reported that both the initial and revision surgeries went fine. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date reported as (B)(6) 2012. A review of the device history record revealed no complaint related anomalies. A manufacturing and/or product investigation could not be performed as no product was received.

Manufacturer narrative:
(B)(4): device history record reported in error. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
Device used for treatment, not diagnosis. The product development event evaluation states the following: the plate is made from implant grade stainless steel, a commonly used plate material. None of the screws appear to be damaged. Without a post op x-ray it is not possible to determine if there was a screw in the in 3rd shaft hole or if there was, what screw type it was. Regardless, due to the very high volume of screws sold across all product lines, the controlled design standards to which the screws are manufactured and no evidence to suggest a trend, it is very unlikely that the screw design contributed to the plate failure. There are many factors involved in a broken plate, such as surgical technique, implant strength, patient health and patient compliance. There is not enough information to determine if the design contributed to the device failure. As such, this complaint is indeterminate.